Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and no delivery alarm. Blood glucose level at the time of the incident was 381 mg/dl which was treated with bolus. The customer experienced diabetic ketoacidosis, nausea, vomiting, thirst and exhaustion. During troubleshooting for no delivery alarm, insulin did not exit tubing with manual plunger push. The auto mode feature was inactive at the time of the incident. The customer's blood glucose was 151 mg/dl. Troubleshoot for high blood glucose was performed. The insulin pump will not be returned for analysis.